Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm at home. The backup battery was exchanged. A backup battery fault alarm recurred and the patient was scheduled for a controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarm was confirmed via the log file. The log file downloaded from returned controller contained approximately seven days of data ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp). On (B)(6) 2020 at 3:02, the backup battery fault alarm activated due to a failed load test. The backup battery failed the load test due to the load voltage being under the acceptable threshold when being compared to the unloaded voltage. The alarm cleared approximately two hours later at 4:58. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, (B)(6), was functionally tested and found to operate as intended during analysis. Throughout testing the controller performed multiple load tests and it passed each time without issue. Provided information indicated that there have been no further reported issues since the controller was exchanged. The root cause for the reported event was unable to be determined through this analysis. This issue is being addressed via a corrective action. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including backup battery fault alarms. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.